Event description:
A consumer wrote us a letter stating that they had allegedly been burned by one of our heating pads. The consumer did not provide any telephone contact info, so kaz followed up with a letter requesting the product back for investigation. The product was received and investigated, and the results are shown below. It is not known whether the patient required medical attention. Burns of this nature can be caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.